Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2015; 310c27 tissue valve, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was twos (t-wave oversensing) following ventricular paced events. The patient was noted to have slightly elevated troponin lab results. The lead remains in use. No patient complications have been reported as a result of this event.